Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow up. It was discovered that the right ventricular lead had an insulation breach. Additionally, the lead was oversensing noise, classifying episodes of noise as non-sustained ventricular tachycardia which led the device to provide inappropriate anti-tachycardia pacing. Under x-ray, it was noted that there were externalize conductors between the coils on the lead. The lead was capped and replaced, and the patient was in stable condition.